Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s current blood glucose level was unknown. The customer stated that the insulin pump unexplained no delivery alarms, unable to fill reservoir and light polarization on screen. The insulin pump will not be returned for analysis.